Event description:
It is reported that the patient was revised due to pain and instability of the femoral component.

Manufacturer narrative:
Information was received from a user facility via medwatch # (B)(4). Evaluation summary: surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Patient factors that may affect the performance of the components such as age, bone quality, height/weight,. Activity level, type of activity (low impact vs. High impact) are unknown. A definitive root cause cannot be determined with the information provided. Evaluation: the product and lot information for the femoral and articular surface components are unknown; therefore, their device history records could not be reviewed. The device history record for the tibial component has been reviewed and was produced, inspected and packaged within established and validated process parameters. No devices or photos were received; therefore, the condition of the components is unknown. The investigation could not verify or identify any evidence of product contribution to the reported problem. Should additional substantive be received, the complaint will be reopened.